Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the evening following an uneventful implant, the patient with this device recorded a single untreated episode. Information was forwarded to technical services (ts) for review. Ts confirmed oversensing due to air entrapment; additionally confirmed on x-ray. The field reported a 3-incision implant technique and that the pocket had been massaged carefully at implant to reduce the likelihood of post implant anomalies. The device was deactivated to allow for air resolution; reactivated with no further issues, as reported by the field representative. To date, the device remains implanted and in service with no additional product issues reported.